Event description:
It was reported that the tissue tore in half when the doctor was passing the urethral sling through the patient. The doctor removed the tissue and got another piece to complete procedure. No further complications were reported.

Manufacturer narrative:
One actual sample was returned and was observed to be torn and dried out. The device had torn at a chevron which could indicate that the doctor applied too much force when pulling the device through the patient. The exact cause of the sample condition could not be determined. Following a review of the device history record for the reported lot number, all process and test criteria have been verified as complying with the finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There is no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. Chemicals, equipment, process duration and process temperatures have been verified as satisfactory. Baseline report previously filed.